Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range shock impedance measurements. Rhythmcare discussed possible causes for a sudden drop in impedance measurements. This lead remains in service. No adverse patient effects were reported.